Event description:
Pt received a burn during an electrotherapy treatment. Pt was being treated in the hip area when the event occurred. The pt suffered a 2nd degree burn in the area of treatment underneath the treatment electrodes. The burn was approximately < 1 cm in diameter. The pt did not require medical attention as a result of the injury. The clinician had prescribed the interferential electrotherapy waveform (ifc). The output wave form was being delivered at an intensity of < 20 ma. The output was being applied using self adhesive electrodes.

Manufacturer narrative:
Awaiting device return and evaluation.